Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient's ipg site had become infected. In turn, surgical intervention was undertaken on (B)(6) 2020, wherein the ipg pocket was opened and drained. The patient was placed on IV antibiotics and they are doing much better at this time. Therapy was turned on post-operatively.

Manufacturer narrative:
A review of the lot history record identified no manufacturing nonconformities issued to the reported device that would have contributed to this event. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.